Event description:
It was reported that this implantable pacemaker exhibited loss of capture. It was determined that this was due to programing of the device causing an unexpected interaction between the right ventricular automatic capture (rvac) feature and rythmiq, which cause the automatic threshold test to catch the end of a daily measurement as loss of capture. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.